Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, tibial pain is what the patient was experiencing and revised due to. The poly was removed along with the tib base and keel. A new tib base was implanted along with a 2.5 mm augments and a poly. (Right)